Manufacturer narrative:
The returned implantable device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction functionally passed all returned product testing, and with no further information to indicate a product performance issue, it was concluded that this device experienced normal battery depletion. This correction report is being submitted to inform this event is no longer considered reportable as the evidence suggests that there are no allegations or concerns against this implantable device and there is no evidence of malfunction. No additional adverse patient effects. No product problem. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient was anxious about this anomaly, and the physician scheduled the replacement on aug 30. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that there is not product malfunction with this pacemaker.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient was anxious about this anomaly, and the physician scheduled the replacement on aug 30. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the evidence suggests that there are no allegations or concerns against this implantable device and there is no evidence of malfunction. No additional adverse patient effects. No product problem. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient was anxious about this anomaly, and the physician scheduled the replacement on aug 30. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker has been received for analysis. Additional information received indicates that there is not product malfunction with this pacemaker.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient was anxious about this anomaly. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported.